Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens was implanted and the cartridge was not available. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material came out of the cartridge into the patient¿s right eye, following the intraocular lens (iol). The material appeared to be long, partially clear, possibly plastic material. The iol and cartridge were otherwise completely intact with no defects. There was nothing wrong with the iol. The iol was implanted in the patient eye without issues. There was no incision enlargement, suture, vitrectomy or any other medical/surgical intervention performed. The patient was doing well when discharged. No additional information was provided to abbott medical optics.